Manufacturer narrative:
A device malfunction has not been alleged, the daughter stated that her mother is using the chair every day and will not return the chair. Should additional information become available, a supplemental record will be filed.

Event description:
The end user's daughter reported that her mother was getting into her chair, when she slipped, hit the power button, and engaged the chair. The chair moved forward and ran over the end user breaking her right hip. She was transported to the hospital where she had surgery the next day. The daughter stated that when her mother is positioning herself into the chair she is grabbing onto that area where the on-off switch is.